Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading was 20mg/dl. Troubleshooting was performed. The customer stated that she changed the infusion set and delivered a bolus of 5.0 units. Then the customer's blood glucose dropped. Reviewed the bolus history and it shows the bolus delivered of 5.0 units. Assisted the customer to change the fixed prime to 0.5 units. No further info was provided.